Event description:
It was reported that the patient is scheduled for surgical intervention for an ipg replacement for an unknown reason.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable. A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s ipg had reached end of life. The ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.